Event description:
Procedure type: thoracoscopy. According to the reporter: during the case when the surgeon inserted the trocar; the bottom portion of dilator snapped off in pt. Surgeon was able to remove snapped portion. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No pt injury was reported.

Manufacturer narrative:
(B)(4).